Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the patient's right ventricular lead exhibited loss of capture and high pacing lead impedance. Programming changes were performed. The patient condition was stable.